Event description:
The customer reported that the sensor electrode was bent, and part of it may have broken off when she removed it. The customer reported no irritation, redness, blood or discharge. The customer could not feel anything underneath her skin. Advised the customer to see her doctor as a precaution. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.